Event description:
Customer states that she obtained results of 82mg/dl, 154mg/dl, and 75mg/dl within 5 minutes on the same device. No action was taken based on results. No adverse event and no treatment rreceived. One level quality control was used and fell within acceptable limits. Requested return of suspect device and replacement was sent.